Event description:
The patient was in a room for a visit with the physician (md), and she stood on the height adjustment pedal (patient was "playing" with equipment) that was placed on chassis table platform of exam table. As the body of the exam table came down, it trapped her foot on the "down" pedal in between the chassis platform and the body of the exam table. The "up" height adjustment was non-functional while the "down" pedal was being pressed (involuntarily since her foot was trapped on it). The nurse (rn) was able to pry the pedal from under the patient's foot and engage the "up" pedal to release the patient's right foot. Swelling was noted and a contusion. There was no broken skin. The patient was sent to imaging for an x-ray of her foot. Impression of the x-ray finding: soft tissue of mid-foot. No fracture or dislocation.